Event description:
Event description cpi received information that two possis leads were removed from service due to noise. Also two cpi leads, a large patch lead and small patch lead were removed due to suspected malfunction. No additional information is available.